Manufacturer narrative:
The report received from the affiliate indicated that a physician implanted an optease inferior vena cava (ivc) filter upside down purposefully. The physician confirmed he had placed the filter with the hook facing superiorly for jugular removal. The physician mentioned that he prefers to remove filters via jugular as it is a straight approach, however he indicated that he only found out afterwards that the migration barbs only point one way. The product retrieval performed forty-two (42) days after implantation was uneventful. There was no reported patient injury. The product was not returned for inspection. A review of the manufacturing records could not be conducted without a lot number. Possible placement procedure complications include, incorrect filter positioning and orientation. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease® filter), as far as possible into the sheath introducer hemostasis valve. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Implant of the optease filter with the hook oriented in the cranial direction can result in life threatening or serious injury including, but not limited to dissection, vessel perforation, migration of the filter with secondary damage to cardiac structures, ineffective pulmonary embolism prevention or death. Incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.

Event description:
The report received from the affiliate indicated that a physician implanted an optease inferior vena cava (ivc) filter utilizing off-label placement and removal of the device (deliberately placed upside down). The nurse mentioned that they had communicated to the physician that the device was not indicated for jugular removal but the physician had decided to proceed anyway. The physician confirmed he had placed the filter with the hook facing superiorly for jugular removal as this is what he does with other devices. He mentioned that he prefers to remove them this way as it is a straight approach and he only found out afterwards that the migration barbs only point one way. The product retrieval performed forty-two (42) days after implantation was uneventful. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.